Event description:
It was reported that post-op a laparoscopic adjustable band procedure, the patient underwent a port revision in 2009. The port flipped due to inadequate tissue purchase on the original port placement. A new port was implanted. There were no patient complications.

Manufacturer narrative:
Date sent: 09/15/2009. Information anticipated, but unavailable at this time.